Manufacturer narrative:
Internal complaint number: complaint- (B)(4).

Manufacturer narrative:
Complaint was issued for the pump being returned due to "volume discrepancies". An investigation showed that the pump primed and flowed within specification. Flowonix CAPA 00030 has been issued to address pumps that are returned for volume discrepancies and the associated returned product investigations result in no product issues being identified. Internal complaint number: complaint- (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. The pump was subsequently explanted. The patient reports lack of pain relief and having increasing "shaking" and anxiety.